Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn and bent. (B)(4).